Event description:
It was reported by an attorney that a patient underwent a retro pubic sling procedure on (B)(6) 2011 and an anterior repair was also performed. The patient underwent surgery in 2012 to cut the mesh away. The patient continues to suffer loss, injury and damage. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.